Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced seven events of presence of air bubbles in the reservoir during filling. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08993 - device 4 of 7. E1: patient city: (B)(6). Patient country: united states.